Event description:
It was reported that a left ventricular (lv) lead dislodgement was suspected as there was no lv pacing capture. The device was reprogrammed to right ventricular pacing only and extended the av delay to allow conduction. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 6947m implantable tachy lead (B)(6) 2013; 4076 implantable pacing lead (B)(6) 2013. (B)(4).